Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. (B)(4).

Event description:
It was reported that since device replacement, the pacing impedance on the right ventricular lead has been unstable and is now high. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient visited another hospital for a follow-up exam and the pacing threshold was noted to be high. The rv lead was reprogrammed tip to coil and the lead remains in use. No patient complications have been reported as a result of this event.